Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with concern for stroke. They exhibited symptoms of garbled speech and problems finding words. A computed tomography (CT) revealed a small embolic ischemic stroke. The patient had a history of a left subdural hematoma on (B)(6)2024 and was taken of all anticoagulation in (B)(6)2024. The patient was not a candidate for a pump exchange and had been on hospice in the past. The site stated that the patient's flow and power looked stable going back to (B)(6)2024. They had a lactate dehydrogenase (ldh) level of 734, which was elevated from their baseline of low to mid-200s, and urine analysis showed small blood. The patient was observed and their symptoms improved within 24 hours. They were not a candidate for any treatments. The patient appeared to be back to baseline from a neurology standpoint and was discharged home with hospice. Following review of the submitted log files by tech services, it appeared there were no unusual events in the log file event history and the equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombus could not be confirmed through this evaluation. Further, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they ultimately expired. No product was returned for evaluation (MFR# 2916596-2025-02135). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including stroke, device thrombosis, bleeding, and hemolysis, that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management," provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication and outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient was admitted in (B)(6) 2024 with stroke symptoms and was found to have a left subdural hematoma. The patient also showed small increases in their pump flow and power. The thrombus was suspected to have developed around this time (MFR# 2916596-2025-02135).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists stroke, bleeding, and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.